Event description:
Boston scientific (bsc) crm received information that this bsc sales representative (sr) called technical services (ts) reporting that this patient presented in the emergency room with loss of capture on this right ventricular (rv) lead 4087. The sr increased the device pacing output and capture was achieved at 6.5v and the patient was reported stable. The physician elected to surgically abandon rv lead 4087 due to the change in threshold measurements and noted there was no integrity problem with this lead. The patient had an underlying rhythm and complete heart block. The physician then implanted a new rv lead 4137. The patient developed tamponade due to this new lead implant. The pocket was closed and CPR attempted, however patient expired.